Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ii meter had segments missing from the characters on the display. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. In 2006, the patient noted, there were segments missing from the characters on the display of the reported meter. The patient was unable to discern her blood glucose reading on the meter, at that time, the patient was experiencing symptoms of sweating, dry mouth, difficulty communicating, and blurred vision. Following the use of the meter, the patient administered self-care by consuming orange juice and candy. The patient was taken to the emergency room, where blood glucose level was tested to be "high", specific result unk. The patient was treated with insulin, and admitted to the hospital for two days. The patient reported she was also admitted to the hospital on august 26, 2006 for hyperglycemia. The patient had no test strips, and did not test her blood glucose levels using any device for four months. The patient is supposed to test her blood glucose levels three times a day. The patient takes insulin, type and dose not given. It would have been helpful to determine for how long the segments had been missing on the display, how the patient interpreted the meter readings, if these are her symptoms of high or low blood glucose levels, if emergency services were contacted for the event, the patient's blood glucose level as tested by the emergency room staff, her admitting diagnosis, the medication regimen, and if the patient adjusted her insulin doses based on meter readings. The meter, test strips and control solutin were replaced. The patient was unable to obtain actionable blood glucose readings on the reported meter due to segments missing for the display. She experienced symptoms suggesting hyperglycemia and received emergency medical attention, treatment with insulin and admission to the hospital. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.